Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of the lad. After several pre-dilatations, it was not possible to cross the lesion with the orsiro stent system. After that, another stent with same size was successfully implanted.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of the lad. After several pre-dilatations, it was not possible to cross the lesion with the orsiro stent system. After that, another stent with same size was successfully implanted.

Manufacturer narrative:
Combination product: yes the returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is severely deformed in its proximal end, i.e. Several struts are bent. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. The balloon is still well folded and shows no signs of inflation, but dried contrast medium was observed up to the proximal balloon shoulder, indicating the application of negative pressure. Prior to the placement of the stent across the target lesion review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU advices the user not to apply negative pressure to the stent system at any time prior to placement of the stent across the target lesion.